Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73h1700097 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips would not fire at all. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. This sample was inspected with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and close. This was repeated with the same result for the remaining clips. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were found. Although the remaining clips were all able to fire properly, the broken ratchet ears could prevent the clips from properly loading into the jaws. Based on the condition of the returned sample, it was determined that the broken ratchet ears were caused other remarks: by operational context. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips would not fire at all" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws of the device and close. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Although the reported complaint issue could not be confirmed since all of the remaining clips were able to fire from the device, there was a defect confirmed for this sample. The broken internal ratchet ears could lead to loading issues of the clips. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clips would not fire at all. There was no patient injury.